Event description:
End user is stating that her bed pendant wires are exposed, the pendant coating is just worn. No other information provided.

Manufacturer narrative:
Follow up to be sent if additional information is received.